Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l1 bkp. It was reported that during bkp cement mix, the cement was fixated / hardened at an early stage (about 3-4 minutes after starting mix) during bfd filling, and all bfds could not be refilled, so it was temporarily suspended. A different cement was added to the new kit. The room temperature, mix method, and storage method were checked in the presence of the physician, but there were no particular problems. The transportation method was also checked, but it was transported in refrigerated bags and stored in the refrigerator immediately upon arrival at the hospital. There were no particular problems with the spare cement used under the same conditions and it was cured at normal times. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G2: country of event: japan. G4: this product is not marketed in us but a similar device with product number: c01a with 510(k)#: k041584 and UDI: (B)(4) is marketed in us. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.